Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black and flickering image was caused by a loose cable. The specific root cause of the loose cable could not be determined at this time. Device functioning as expected. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on the behalf of the customer that the image on the monitor connected to evis exera iii video system center became black and was flickering. The event occurred during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative about the reported issue. The rep stated that a video cable from the cv-190 to the display monitor was loose and had to be properly connected. To resolve the issue, the loose video cable was tightened up. The device will not be returning to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.